Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >25 colony forming units (cfus) of pseudomonas oleovorans presence mo indicators, and absence of yeast and molds. Auxiliary channel was sampled. Additional testing indicated, water jet showed 4 colony forming units (cfus) of unidentifiable germ gram-positive shell possible mo indicators, absence of yeast and mold. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Additionally, the customer noted that the endoscope storage conditions before sampling were not available. The sample was taken after storage. Date of last use on patient before collection was (B)(6) 2023. The endoscope was processed two times before collection. Following the positive results obtained the endoscope was quarantined and not used on patients.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. The device evaluation found no reportable findings. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and the results showed the following: <1 cfu/100ml of revivable microorganisms for all channels & <1 cfu/endoscope of revivable microorganisms for all channels. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Correction: b6 - some test results were inadvertently omitted from the initial report and have been included. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.